Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loose attune tibia at the cement to implant interface. Doi: (B)(6) 2016; dor: (B)(6) 2018, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed- no non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 4 additional reports relating to implant loosening, and 1 other incident not related to implant loosening. Total for lot number: 5 ((B)(4)) complaints received by cmw in the last 12 months for this issue ¿ by product code: 129; by product family: 202 (69x smartset ghv, 133x smartset gmv). Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.